Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of failure to thrive and heart failure could not be conclusively established through this evaluation. It was reported on (B)(6) 2020, that the patient expired on (B)(6) 2020, due to failure to thrive and heart failure. The pump was reportedly turned off by hospice nursing prior to final death, and it was reported that the device operated as expected. It was also reported that the patient had an internal driveline fracture; refer to manufacturer report numbers 2916596-2018-03919 and 2916596-2019-05976 regarding events associated with the suspected driveline damage. Heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26sep2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient passed away due to internal driveline fracture, failure to thrive, and heart failure. Cause of death was not considered to be device related. The device was turned off by hospice nursing prior to final death. The device operated as expected. The device will not be returned as it was disposed of, not explanted.